Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received an error 2 message on their meter display and was unable to obtain glucose readings. The customer experienced dizziness, cold sweats, a loss of consciousness and was unable to self-treat requiring a cup of milk provided by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader was turned on and error message was observed. Connected the reader to approved software and event log was downloaded successfully, observed that error message had disappeared after the serial number was reconfigured. Reader passed built in reader tests. Extended physical investigation and visual inspection has been performed and no issues were observed. On startup, the reader performs a self-check with the third character of its own serial number to ensure that the proper unit of measure (uom) is being used. The reader was observed to display a different serial number other than the one printed on the back of the reader when the command was sent through the software. Upon reconfiguring the serial number and the error code message disappeared and proper function of the reader was observed. Therefore, this issue is confirmed to a corruption of configuration settings in external flash memory. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received an error 2 message on their meter display and was unable to obtain glucose readings. The customer experienced dizziness, cold sweats, a loss of consciousness and was unable to self-treat requiring a cup of milk provided by a third-party. There was no report of death or permanent impairment associated with this event.